Event description:
The customer reported the suction function of the evis exera iii gastrointestinal videoscope was not working. The issue was identified during treatment and the device was not contaminated. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the suction did not function. In addition, evaluation found angulation was reduced, the bending section adhesive had a gap, part of the insertion tube was caught and pinched, the universal cord was wrinkled, the light guide lens was cracked, the distal end was chipped, the scope connector was damaged, this event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the loss of suction occurred during a diagnostic procedure. The valve was replaced, but the same issue occurred. The procedure was completed with the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and the root cause could not be determined. The event can be detected by following the instructions for use which state: ¿3.8 inspection of the endoscopic system¿ ¿inspection of the air-feeding function". Olympus will continue to monitor field performance for this device.